Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. (B)(6). The erroneous result was not reported to the clinician. There was no allegation of an adverse event. The reagent lot number was 17645203. The expiration date was requested but was not provided.